Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the external iliac artery. After a guide wire crossed the lesion, a 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a mustang balloon catheter. No patient complications were reported.